Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer¿s blood glucose level was 400 mg/dl. The customer stated that the insulin pump received no delivery alarm and was resolved by complete set change. They declined troubleshooting for high blood glucose. The device will be returned for analysis.